Event description:
While drilling a pilot hole to facilitate implant placement, the drill broke in the maxilla of a (B)(6) female pt. This was the second use of a new drill. After consultation with an experienced implantologist, the dentist has decided to leave the broken drill fragment in place and not remove it.